Manufacturer narrative:
Additional, corrected, and/or changed data: h6

Event description:
Healthcare professional (hcp) reported a clinical patient was injected sometime in the cheeks bilaterally with harmonyca lidocaine. The patient experienced non device related "¿transient ischemic attack¿ the event resolved the same day. The patient concomitantly was treated with topical anesthesia, lamotragine, carbamazepine, quinapril, stelara, and tylenol. The next day patient was treated with baby aspirin.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected sometime in the cheeks bilaterally with harmonyca lidocaine. The patient experienced non device related "¿transient ischemic attack¿ the event resolved the same day. The patient concomitantly was treated with topical anesthesia, lamotragine, carbamazepine, quinapril, stelara, and tylenol. The next day patient was treated with baby aspirin.

Manufacturer narrative:
Continued d.10. Concomitant therapy: quinapril, stelara, and tylenol. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "transient ischemic attack", deemed not device related is considered an unexpected adverse drug experience.